Event description:
It was reported that fluoroscopy was performed, for reasons unrelated to the device, and patient notifier vibrations have been felt since. The device was explanted and replaced on (B)(6) 2017. The patient condition was stable.

Manufacturer narrative:
The reported field event was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.